Event description:
Doctor was performing an endoscopic retrograde cholangiopancreatography and using the instrument. Instrument was being used for a sphincterotomy, bow was up, and instrument broke at the bow. Had to take the broken instrument out through the scope. A replacement instrument was then used.